Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. It was reported that the patient had a loss of pain relief due to significant lead migration that resulted from an auto accident on (B)(6) 2021. It was reported that the auto accident resulted in extensive damage to the patient's implanted system.  The healthcare provider (hcp) did x-rays of the system (date unknown) and determined the leads migrated significantly. The surgeon made the decision to revise the entire system because the patient experienced excellent relief prior to the event. The patient's full system was successfully replaced on (B)(6) 2021. The issue was resolved at the time of the report. The explanted devices would not be returned as the customer discarded them.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type: lead. Product ID: 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2021; product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 17-jan-2017, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 28-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.